Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number: 9558529. This product was made by our subcontractor which was informed about this issue. We received a documentary investigation which conclude this problem may due to a valve defect or clogged product. On may we received one sealed sample which was opened and tested, no defect was observed. Inflation and deflation balloon was made without difficulty. According to the investigation performed, quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on same item number: aa6620; same defect defective balloon: one other similar case was found

Event description:
According to the available information there was difficulties to inflate the balloon and to empty the balloon when in situ.

Event description:
According to the available information there was difficulties to inflate the balloon and to empty the balloon when in situ.

Manufacturer narrative:
Date of event is an estimated date.